Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had a recurring motor error alarm. Customer¿s blood glucose was 300 mg/dl at the time of incident. Customer also reported that the insulin pump had a motor position encoder error. Drive support cap was normal and the insulin pump was not exposed to high magnetic fields. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump is not expected to return for analysis.